Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; neck contained thrombus, and was conical shaped. Conclusion: endoleak. Anatomy related; neck contained thrombus, and was conical shaped.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60x56 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 25 mm in diameter. The patient had thrombus in the proximal neck. It was reported that intra-operatively, a proximal type I endoleak was observed. The physician implanted an endurant cuff just below the renal arteries, however, the endoleak did not resolve. The physician thought the leak would self-resolve and finished the procedure. The patient will be monitored by the physician. The physician stated there was the possibility that the proximal sealing was not stable due to thrombus. No additional clinical sequelae were reported and the patient is fine. A review of case drawing showed a conical neck (21-29mm diameter), which was moderately angulated.